Manufacturer narrative:
Section d4: the serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event, of a loss of external power while on the mobile power unit (mpu), was confirmed in the submitted log file. The customer submitted heartmate 3 left ventricular assist system (lvas) log files for review ¿ as part of the patient¿s clinical visit. Technical service reviewed the log file and noted a loss of external power event while connected to the mpu. The event log file contained approximately 7 days of patient event data. There was one loss of external power event that occurred with the patient on the mpu. There were also low power hazard events associated with the loss of external power. The event duration was 12 seconds. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of ac power to the mpu. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. There were no other similar loss of mpu power events in the log file. No equipment was returned for evaluation. The reason for the loss of mpu power could not specifically be determined from the log file. Set up and use of the mpu with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was a poor historian and thought he was on battery power when event occurred.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that the patient experienced a low power hazard caused by power to the mpu being briefly interrupted. According to the log file the low power hazard was due to normal battery depletion.